Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k)#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 23, 2015. Expiration date: sep 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to proximal femoral nail antirotation ii (pfna ii) blade migration (back-out) and at the patient¿s request to have the pfna ii hardware and a competitor¿s cable removed. Union of the fractures was reportedly complete. The patient was initially underwent surgery on (B)(6) 2016 to treat subtrochanteric femoral fractures. A pfna ii nail, blade, two (2) bolts, end cap, and the competitor¿s cable were implanted during this procedure. After bone union was complete, the blade backed out around early march (date unknown). The surgeon reported that there was a ¿clear zone¿ observed which was probably cause by micro-motion around the distal stoppage. There is no information available for reporting regarding the outcome of the (B)(6) 2017 revision surgery and the patient¿s postoperative status. Concomitant parts: 1 x proximal femoral nail antirotation (pfna)-ii ø10 long r 130° l340 tan; 2 x bolt ø4.9 self-tap l32 tav green; 1 x proximal femoral nail antirotation (pfna)-ii end cap extens. 0 tan. This report is 1 of 1 for (B)(4).